Manufacturer narrative:
An event of the device embolized into the pulmonary artery was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the received information, the cause of the reported incident could not be conclusively determined. H6 health effect - impact code: code 4624 removed.

Event description:
It was reported that on (B)(6) 2023, a 3mm x 6mm amplatzer duct occluder ii was chosen for implant with a 6f amplatzer torqvue delivery system. The patient defect was sized 2.5-3.0mm via angiogram. After releasing the device from the delivery cable, it was noted the device had embolized into the pulmonary artery. There was no report of any partial or complete blockage of blood flow. A decision was made to retrieve the device via transcatheter snare. It was reported there was a clinically significant delay in the procedure due to explant procedure but the patient remained hemodynamically stable throughout the procedure. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.